Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and indication of initial surgical procedure? Other relevant patient comorbidities/concomitant medications? When did stress incontinence recurred? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or same? What was a reason for the mesh, right tube and ovary removal procedure? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status after mesh removal? Is the surgeon willing to share the operation report?

Event description:
It was reported that a patient underwent a sling procedure on unknown date and the mesh was implanted. Since the surgery, the patient experienced right iliac fossa pain and stress incontinence recurrence and the right side of mesh was removed laparoscopically along with the right tube and ovary. It was also reported that there was no request for repeat stress incontinence operation. Additional information has been requested.